Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a sharp pain in the buttocks area when moving around. The patient was on program 3 at 1.10v and lowered it to 1.0v but still felt the pain. The patient reported they will adjust stimulation accordingly.